Event description:
There are multiple dates and events. When using the teleflex heater with the conchasmart column on high flow oxygen and ventilators, we have experienced issues with water pushing out of the water reservoir within the column and going into the pt circuit and ultimately to the pt's nares. The company has been made aware of this issue and brought engineers and corporate onsight to help with identifying problem.